Event description:
It was reported that upon prepping before use the catheters failed to deflate. No patient complications were reported.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming once the device is received for examination

Manufacturer narrative:
We received one 120602f catheter without the packaging or syringe for examination. The balloon inflated clear and concentric and did not leak. Balloon deflation was achieved in 1 second without the syringe attached. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. This catheter recommended inflation volume is 0.2ml air "only"; there is no inflation volume for fluid inflation on a 2f catheter. The windings and catheter body appear to be in good condition. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.